Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead returned severed 90mm from the terminal pin, 2 segments returned, (terminal pin end and tip end) total length = 332mm, a large portion of the midbody segment of the lead was not received in the ral. Extracting stylet returned stuck in the tip segment of the lead. Set screw mark noted on the terminal. Deformed conductor coils noted in a couple of places. Cuts noted in the insulation.

Event description:
Boston scientific received information that this right ventricular (rv) lead appeared to have something based on fluoroscopy. Boston scientific technical services (ts) discussed that it looked like contrast media from cardiac catheter that hung up in vasculature. The patient was in medication and chest x-ray did not show anything. Additional information indicated that the physician saw a foreign body on this lead due to echo. There was no thrombus but developing thrombus was noted. It was noted that the foreign body was couple inches from the tip of the lead, linear structure, and string like structure around lead. The lead was subsequently extraction and had resulted to pulmonary hemorrhage. This rv lead was explanted. No additional adverse patient effects were reported.